Manufacturer narrative:
Analysis of the pump revealed no anomalies. The device met specification.

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was confirmed that the wrong date was programmed by the physician, confusion due to the american date (month, date, year). It has since been corrected.

Manufacturer narrative:
Updated as ptm was now noted to be returned prior to pump return on (B)(6) 2014. Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
It was further provided along with the pump returned paperwork that there was a software defect, the software was broken. In addition there was an incorrect bolus admission by the patient programmer.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a pa-stop occurred. The patient experienced personal therapy manager (ptm) issues and could not apply a bolus. It was further clarified that initially the patient could not apply a bolus ¿sometimes in a week.¿ as it started to occur more often, the patient would complain about it. The patient normally could request twelve boluses a day with 10 minutes interlock. However, sometimes the patient could not get a bolus and "10 min interlock" was written on the ptm but at a time where it should be able to apply the bolus. Sometimes the bolus was blocked for the rest of the day. It ¿always¿ worked after 24:00 but every day it stopped at another number of bolus. Actions required as a result of the event included reprogramming. No diagnostic testing or troubleshooting was performed. It was unknown if the issue was resolved and the cause of the issue was not determined. Actions required as a result of the event included reprogramming as the physician was to disable the pa-bolus with the n¿vision and then reprogram the same data. The patient could then apply the first two bolus (no more were possible up to that time) without any problem. The pump logs were later provided and indicated that a bolus request was made on (B)(6) 2014 at 13:59 and noted as denied at the same time (88/89 issue). The 88/89 issue occurred also on (B)(6) 2014. It was also provided that the patient was an engineer at a university that has to do with magnetic fields. There was inquiry if this may influence the pump timer. Technical review noted no malfunction but confirmed the 88/89 issue and a lockout due to pa of 10 minutes as waiting one minute longer would have resulted in a successful bolus. Further, the patient still had reported no bolus possible but had to wait 10 minutes. The logs indicated that a pa lockout interval of 10 minutes with maximum of 12 pa bolus/24 hours and a maximum of 12 bolus/day. The newest logs provided now indicated that an 88/89 issue also occurred on (B)(6) 2013 and also (B)(6) 2014. Reprogramming did not help to solve the issue as it occurred again the ¿next day.¿ although initially the patient's status was reported as alive-no injury and no patient symptoms were reported. Therapy was now therefore no longer effective. The patient was then seen and the ptm printouts were taken and the pump status was also checked as well as the log data. Reportedly, the ptm and pump bolus counts were not identical. After technical review, it was noted that there was a time difference between myptm timestamps and pump timestamp of 3- 4 minutes. Also several times the bolus was denied because of ¿interval¿ and was ¿always¿ because of the 10 minutes pa. The only exception was on ¿13 july 17:10¿ as the patient requested a bolus and the bolus was given as noted by the ¿88¿ code. It was unclear as to why the myptm did not receive the ¿bolus given¿ command thus the second requests notes a bolus denied. The ptm was working as designed and the patient indeed had received the requested bolus. Overall, reportedly no malfunction or unexplained behavior was noted. It was further provided that it was unclear if the display time remaining was enabled. The ¿main¿ issue was that the ¿wait 10 min¿ or ¿wait 20 min¿ stayed for the rest of the day after showing up for the first time. The drug usage was also lower than it should be after a number of boluses. The thought was before any invasive intervention, they wanted to ensure if there were any technical problems that could be resolved. If this was not that the case then a pump replacement may be warranted. The patient was provided a new ptm and noted that the patient¿s pa was increased from 10 minutes to 20 minutes. The representative was to further check with the patient if the issue existed with the new ptm. As the patient would be on holiday the next weeks and the patient to write down when a bolus was requested and the patient would be checked upon his return. The problem that the bolus was not given and/or the countdown does not start correctly was still there and reported as ¿sometimes it works, sometimes it doesn´t.¿ further, there was report that the wrong date was programmed in the physician programmer and confusion as to the percentages of increasing ¿1558%.¿ follow up was made that noted following their programming on a demo pump confirmed that the value was correct. The increasing percentage was due to concentration, daily dose and patient bolus changes. In addition, after a refill(mystim) there was timeshift the last time. An inquiry was also made to verify the timeshift statement. The representative was unable to verify information as the pump no longer had the entries that the ¿pp¿ did have. However, looking at the pump (with ¿pump longs always take priority over pp logs¿), the old logs dedicated no issues with the pump logs. Also, it was shared that the report came from a subjective patient diary. The review of the logs did not confirm the reported diary ¿sperre¿ events. The logs also did not show requests on the time spams of the diary where ¿sperre¿ was mentioned the patient also made a diary of the pa bolus from the last week and there was inquiry of a 0617. It was also now noted that that the examined date and last programmed change date were noted as ¿(B)(6) 2014¿ and ¿(B)(6) 2014, respectively¿ as this pertains to the incorrect programmed date previously reported. Lastly, it was further confirmed that the most important aspect for the patient was to receive the bolus and not the continuous drug delivery. As ¿it was not working well¿ the physician decided to change the pump as the patient had already trialed two ptms. The patient was ¿ok and fine with oral therapy.¿ this device system delivered vendal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.